Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 41622. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error 4166 in the ehl, and the downstream occlusion (dso) seal was peeling. The cause of the customer reported problem was debris was stuck inside the gears, causing the motor to be unable to move. The manufacturer representative removed the debris to correct the issue and replaced the dso sensor seal, and the pump passed all functional tests and performed as intended after repair.